Event description:
It was reported the patient is without stimulation and has not used or charged his ipg in approximately 3-4 years. The sjm representative met with the patient and indicated multiple programmers were unable to communicate with the ipg. Surgical intervention was undertaken where the ipg was explanted and replaced with a different model. Stimulation was reportedly restored postoperatively.

Manufacturer narrative:
Correction/removal numbers: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.